Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not completely infuse. It was specified that the filling solution was 240ml for an infusion time of 144h and 100ml of the solution was left over. There was no patient injury or medical intervention associated with this event. No additional information is available.